Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the insulin pump had off no power and alarmed spi to motor pic communication error. Customer stated that her son's insulin pump needed battery changed and put in two different batteries and gotten off no power and spi to motor pic communication error. Customer sated that they received low battery alert prior to the off no power. Customer's blood glucose was 150 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised the customer to discontinue using the insulin pump due to the insulin pump still not powering on after several battery changes and spi to motor pic communication error is occurring. No further information provided.